Manufacturer narrative:
Testing and investigation found at power up, the device displayed a white screen error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a software error. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No additional information was provided.